Event description:
It was reported that the asymptomatic patient presented in the emergency room and the device was observed to be in backup vvi. The device was explanted. No further information is available.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to an anomalous component on the hybrid.